Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term / code not available (e2402) is used to capture injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the stem and cup were not loosened. The doctor considered that there was a possibility of stem subsidence after the surgery because the cervical osteotomy line was just above the lesser trochanter and the stem appeared low. On (B)(6) 2021, the revision surgery was performed. The head, liner and stem were replaced with the new ones. The revision surgery was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 1998. After the surgery, on an unknown date, when the patient underwent an x-ray, it was confirmed that migration of polyliners occurred upward. No loosening was found in the stem and cup. At the time of revision surgery, only the liner will be changed. The scheduled date of revision surgery is unknown. No further information is available.